Event description:
Technical services received, a call on from sales rep. Will be explanted, due to infection. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).